Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d and 439688 lead implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead triggered an alert for a spike in impedance. It was also reported there was possible intermittent t-wave oversensing (twos). The rv lead remains in use. No patient complications have been reported as a result of this event.